Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2367 alarm. The complaint is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the alarm.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had a system error 2367 (air in the set) alarm. The nurse stated he reviewed the alarm log and saw the system error 2367. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.